Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 125 ohms. The rv lead was explanted and replaced. During the revision, the high shock impedances were confirmed via a pacing system analyzer (psa). No additional adverse patient effects were reported.